Event description:
The patient's mother reported that the patient presented to the emergency room for diabetic ketoacidosis (dka) on (B)(6) 2026 for approximately 10 hours. The patients' blood glucose level rose to approximately 600 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site (arm), the pod's cannula was dislodged from the patient's skin and bent. Symptoms reported include hyperglycemia, loss of consciousness, dizziness, stomachache, feeling weak, and low breathing. Redness and swelling around the pod site was also noted. Patient's mother personally administered insulin with manual injection and changed the patient's pod after arriving at the emergency room and noted that no formal treatment was provided by the doctors. The patient was released the same day. The pod was reportedly discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: freestyle libre 2 plus please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158